Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. Investigation revealed that the acme nut thread was completely damaged due to a breakage point in the bronze part of the acme nut. The pt table fell due to a misalignment of the acme screw; which can lead to side loading between the acme screw and the nut. This results in excess friction and a cutting action of the screw threads, which in turn wears away the threads in the nut. The lift assembly, including the acme screw assembly and acme nut, was replaced, realigned, and tested by the third party service provider. The system is working properly and there has been no recurrence of the reported issue since the replacement has been installed. (B)(4).

Event description:
Philips received info from a customer site that the forte table lift assembly failed during a pt scan. The customer stated the table unexpectedly dropped down a short distance. The pt indicated pain in the back and hips.